Manufacturer narrative:
Spacelabs has analyzed the ECG waveforms and alarms history from the day and hour in question. Findings show that the monitor recorded 14 episodes of ventricular tachycardia/fibrillation. The patient monitor generated ECG alarms for 11 of these episodes. The three missed episodes contained some wide, slow ventricular beats which were not detected due to their marginal morphology. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
On (B)(6) 2018, spacelabs received a report that stated "customer reported ccu bed 313 has a patient that is throwing vtach and vfib ECG waveforms, but there are no alarms for these events coming from the monitor. No injury was reported associated with this event.